Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's current blood glucose reading is 255 mg/dl. Customer experienced nausea, vomiting, thirst, dizziness and ketones. Customer blood glucose reading at the time of the event was 391 mg/dl. Customer is pregnant, admitted directly from ob/gyn office. Customer treated with IV drip. During troubleshooting, manual prime is correct, insulin exits the tubing. High pressure test passed. Customer stated that she is sure the insulin pump is working fine, the sets had three bent cannulas. Customer believes its the insertion method used that is the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.